Event description:
The MFR received info alleging a ventilator alarmed for a ventilator inoperative condition while the device was in use. There was no pt harm or injury. The ventilator inoperative condition is currently being investigated by the MFR. A follow-up report will be filed when the investigation is complete.